Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the strain relief area was broken and the previous repair was coming undone. There were exposed wires, but no electrical faults were logged. The previous sheath repair was removed and new sheath repair was applied. They applied rescue tape from the strain relief to approximately 2 inches from velour. There was no pump stop during the repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: brand name, date received by MFR, type of reports, type of reportable event, if follow up, what type?, device evaluated by manufacturer?, device manufacture date, evaluation codes and additional MFR narrative. Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release.¿ review of the controller log files associated with the event showed parameters to be within normal operation.¿ on-site inspection of the driveline cable by the quality engineer revealed that the previous strain relief repair was damaged further exposing original strain relief damage. Additionally, driveline sheath repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported.¿ there is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the strain relief damage may be attributed to factors such as improper handling and/or excessive bending of the strain relief. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.